Event description:
Additional information indicated the left ventricular (lv) lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for follow-up in-clinic. Upon chest x-ray, the physician confirmed the left ventricular lead (lv) was dislodged and upon interrogation it exhibited failure to capture. The left ventricular lead was turned off and no other intervention was performed. The patient was in stable condition.